Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw was unable to be gripped by the driver shaft. The procedure was completed using another screw. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The screw 2.4x8mm cancellous locking (part# 73-2408, lot# unknown) was visually evaluated. The screw appeared to be in good overall condition. There was some damage observed on the edges of the cross drive slots at the head of the screw. The screw was functionally tested for retention by inserting each of the two blades that was returned with the screw (part# 73-1191, lot# 011650) into a ratcheting screwdriver (part# 46-0008), inserting the blade + driver assembly into the screw, and lifting the blade + driver assembly by the screw. The screw passed the retention test using both blades, therefore the complaint is unconfirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. The instructions for use (IFU) for this screw states in the section titled 'bone screws': · the screwdriver which has been designed for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. · incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medical product: biomet microfixation sternalock blu system blade catalog #: 73-1191 lot #: 011650, biomet microfixation battery powered power driver catalog #: 50-1000 lot #: ni

Event description:
This follow-up report is being submitted to relay additional information.